Event description:
It was reported that the ratchet handle does not move up and down during kit inspection. No procedure delay nor patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections have been replaced: b4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified the following related repair: tech confirmed that the ratchet handle had failed. Tech replaced the cutter and disassembled the ratchet handle, cleaned it, and reassembled it. The device was then calibrated, tested, and returned to the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.